Event description:
A male underwent initial aaa repair in 2008. One flex main body and two iliac leg grafts were placed. The patient was an emergency add-on at the end of the day. The patient's infrarenal angulation was so severe that it took over one hour to pass the gray positioner back through the graft to capture the top cap. The iliacs were also very tortuous. Over time the contralateral limb disconnected, so on two months later, the physician placed another iliac leg graft to bridge the gap. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to user error due to the patient's anatomy as well as an insufficient overlap between the main body and the iliac leg graft. The appropriate individuals have been notified and we will continue to monitor for similar events.